Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited contamination on the side of the device and scratches on the lens. The event occurred during inspection for use. There were no reports of patient involvement.